Event description:
It was initially reported in clinic notes that there is something wrong with the generator with no specifics provided. The patient is currently pregnant and will not be having surgery until much later. Based on programming history the generator should be nearing end of service. It is unclear if this was meant by something was wrong. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator prior to distribution. Good faith attempts for additional information and clarification have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator prior to distribution.

Event description:
Clinic notes were received for patient's generator replacement. Per the notes, the physician recommended replacement three years in 2013 but the patient only return to office recently due to experiencing a few seizures over the past few months. The patient would like to have the generator replaced. No known surgical interventions have occurred to date.

Event description:
The patient underwent replacement on (B)(6) 2016 due to failure to program due to battery depletion. The explanted generator was to be discarded by the explant hospital.